Event description:
Customer reported that she was hospitalized with high blood glucose levels and dka. Customer stated that the pump was alarming low reservoir immediately after she changed her set. Also stated that black dots appeared on the screen and the pump did not deliver insulin. Customer believes that the cause of her hospitalization was the pump malfunction.